Event description:
Customer reported being hospitalized due to dka. Troubleshooting performed and pump appeared to be functioning as designed. Pump's alarm history shows an unusual amount of a-35 alarms in the last 6 months. Customer was instructed to change site and inject as per md.